Event description:
It was reported that the patient experienced hyperglycemia with a blood glucose over 300 mg/dl, which later returned to 117 mg/dl, and the caregiver managed the high glucose without third-party medical assistance. Symptoms included elevated blood glucose without ketosis or other clinical manifestations. Outcomes included no lasting impact and no need for medical intervention. Investigation included user interview and troubleshooting education. Investigation of this case revealed no device malfunction and no alarms or alerts, with normal system function. It was concluded that the event was user-managed hyperglycemia with cause unclear and no reportable device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.